Manufacturer narrative:
During the device evaluation, the reported event could not be duplicated, however, mask placement was determined as a potential cause of the reported event.

Event description:
It was reported that during a surgical procedure at the user facility, the mask was not registering. When the mask was switched, the registration was successful. It was reported that this event caused a 45 minute delay and that additional anesthesia was administered to the patient. It was reported that the procedure was completed successfully. No medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during a surgical procedure at the user facility, the mask was not registering. When the mask was switched, the registration was successful. It was reported that this event caused a 45 minute delay and that additional anesthesia was administered to the patient. It was reported that the procedure was completed successfully. No medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Additional information will be submitted once the quality investigation has been performed.